Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had increased redness and tenderness over the ipg incision site since the removal of the suture. The patient was placed on keplex to prevent deeper infection from the superficial infection. No further information could be obtained.